Event description:
It was reported that during a laparoscopic bowel resection procedure, the device would not pass the initial self test. A second device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.